Event description:
Baxter field service technician serviced a colleague device, product code dnm9163, sn (B)(4), for a battery issue. The process step was unknown and no patient injury is reported. The baxter field service technician repaired the device on site. As such, the device will not be returned to (B)(4) technical services. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There is no further complaint information. The user interface module master software version is 6.63.92, categorized as remediated.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced.

Manufacturer narrative:
(B)(4). The field corrective action number has been provided in section h9. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).